Event description:
The customer tested her blood glucose and received a reading of 59 mg/dl using her contour and 297 mg/dl using another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was contacted after the initial call about returning her test strips for evaluation. The customer had already disposed of them, so no product was available for return.